Event description:
It was reported that stent damage occurred. The 98% stenosed target lesion was located in the distal end of left circumflex artery. A 16 x 2.50mm promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. After the device was withdrawn, it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications ere reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 16 x 2.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The first stent strut on distal end of the stent was noted to be lifted. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found a hypo tube kink 230mm distal to the strain relief. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: (B)(6) years. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 98% stenosed target lesion was located in the distal end of left circumplex artery. A 16 x 2.50 mm promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. After the device was withdrawn, it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications ere reported and the patient's status was stable.